Manufacturer narrative:
The device was passed displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. No motor error alarms were noted. However corroded motor home switch was noted during visual inspection. The device was received with severely scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip. Belt clip anomaly was unable to be confirmed due to the device was received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 417 mg/dl. The customer stated that he had a cat scan on march 17 and can not remember if he took the pump off before taking the cat scan. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.